Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated a (B)(4) collamer single piece lens, +22.0 diopter, was torn in the injector, during the loading process. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional data: the lens tore during the folding/loading process and there was no patient contact. The back up lens was implanted. The reporter stated the cause of the event was unknown. Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found the optic and haptic torn, only half of the lens was returned. Claim # (B)(4).

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).